Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and autoimmune disorder ("autoimmune-type symptoms") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) with hypersensitivity, rash and urticaria, autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), weight decreased ("weight loss"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy to remove the essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the allergy to metals and autoimmune disorder had resolved and the arthralgia, headache, weight decreased, fatigue and nausea outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, arthralgia, headache, weight decreased, fatigue and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was fallopian tube occluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced nickel allergy (seen as allergy to metals). She also experienced autoimmune-type symptoms (autoimmune disorder). She underwent a laparoscopic hysterectomy with bilateral salpingectomy to remove the essure two years and three months after insertion. Allergy to metals is anticipated whereas autoimmune disorder is unanticipated in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives. Considering the positive temporal relationship and the event's nature, a causal relationship with essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious events were reported. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune-type symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, rash and urticaria, autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigue"), nausea ("nausea"), pelvic pain ("pain") and genital haemorrhage ("abnormal genital bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals and autoimmune disorder had resolved and the arthralgia, headache, weight decreased, fatigue, nausea, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, headache, nausea, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tube occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received : new event abnormal genital bleeding and pelvic pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with hypersensitivity, rash and urticaria, autoimmune disorder ("autoimmune-type symptoms"), arthralgia ("joint pain"), headache ("headache"), fatigue ("fatigue"), nausea ("nausea"), pelvic pain ("pain") and genital haemorrhage ("abnormal genital bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals and autoimmune disorder had resolved and the arthralgia, headache, weight decreased, fatigue, nausea, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, headache, nausea, pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced nickel allergy (seen as allergy to metals). She also experienced autoimmune-type symptoms (autoimmune disorder). She underwent a laparoscopic hysterectomy with bilateral salpingectomy to remove the essure two years and three months after insertion. Allergy to metals is anticipated whereas autoimmune disorder is unanticipated in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives. Considering the positive temporal relationship and the event's nature, a causal relationship with essure cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.